Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance (greater than 133 ohms) on the right ventricular channel. The device remains implanted. No adverse patient effects were reported.